Event description:
Patient, who is a healthcare professional, reported self-injecting in the midface with 1 syringe of skinvive¿ by juvéderm®. The next day, the patient experienced ¿bumps¿ superficially, a ¿red/pinkish rash,¿ and ¿inflamed skin and pustules¿ around/close to the injection site, at the left cheek. The redness reached 1 cm around the site. The patient was treated with dye vl laser, and red-light therapy. Event is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Upon further review, the previously reported event of abscess is actually inflammation/irritation. All previous adverse events is consistent with an inflammatory reaction. Additional, changed, and/or corrected data: b5, h1, h6.

Event description:
Per medical review, the event is consistent with an inflammatory reaction. Although laser and light therapy were provided, these are cosmetic procedures and were not administered to preclude permanent harm or injury.